Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Rouille, a., derrey, s., lefaucheur, r., borden, a., fetter, d., jan, m., malt&#660;e, d. Pre-operative obesity may influence subthalamic stimulation outcome in parkinson's disease. Journal of the neurological sciences. 2015;359(1-2):260-265. Doi: 10.1016/j.jns.2015.11.012. Summary: pre-operative predictive factors for optimal post-operative effect of subthalamic nucleus (stn) stimulation in parkinson's disease (pd) have been previously reported. No study has explicitly assessed the link between excess pre-operative body weight and stn stimulation outcome. Pre-operative obesity may be regarded as a predictive clinical factor of axial and cognitive impairment after stn-dbs. Reported events: group 2 - n =36 - (21 men, 15 women, 62 +/- 6.6 years) 1. Four patients with deep brain stimulation (dbs) of the subthalamic nucleus (stn) for parkinson's disease (pd) experienced "post-operative complications." It was stated that "post-operative complications such as infection, deep vein thrombosis or pulmonary embolism, and hemorrhage were recorded." Further information has been requested; a supplemental report will be submitted if additional information is received.